Event description:
Mps reported inaccurate cuts too proud despite all of cut displaying red on model. Checkpoints passed, planar probe showed 3mm proud despite cuts only down to white of model. Tka 1.0.

Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: mps reported inaccurate cuts too proud despite all of cut displaying red on model. Work performed: action taken - during a full mechanical inspection of the machine, I noticed that the j2 bump stops were out of alignment; therefore reset them to correct angle. I also noticed that there was blue paint rub marks on the j4 cover. The j1 cover is blue and has paint missing from it. Trying to see how this can happen, I raised the arm to the j2 bump stop and was close but did not touch, so I keep pushing past the bump stop and saw that it did touch and is possible to push past the stop and have the covers rub; and therefore exchange paint. Having the bump stops out of alignment and paint rubbing, I believe the arm is being pushed passed its calibrated zone and therefore not accurate in these areas. The robot is only accurate and calibrated within certain parameters. If the arm is pushed out of that zone, it can not hold the same accuracy. A stryker rep was on site during these findings and explained to them what I found and believe to be the issue and he agreed. To reteach the limits of the machine, I performed motor phasing, homing constants and full kin-kal and arm accuracy to reteach accuracy. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the device was manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed to be potentially caused by misaligned bump stops as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Case number: (B)(4) - mps reported inaccurate cuts too proud despite all of cut displaying red on model. Checkpoints passed, planar probe showed 3mm proud despite cuts only down to white of model. Tka 1.0.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.